Manufacturer narrative:
The device was evaluated by the returns department which found that the pe valve is leaking. It could not be confirmed to have no alarm.

Event description:
It was reported by dealer that the irc10lxo2 concentrator is not alarming.

Event description:
It was reported by dealer that the irc10lxo2 concentrator is not alarming.

Manufacturer narrative:
Follow up will be filed if additional information is received.